Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous mid left anterior descending artery that is 99% stenosed. The 1.5x15mm mini trek balloon dilatation catheter felt resistance with anatomy during advancement. The balloon was inflated to 9 atmospheres; however ruptured. A new mini trek was used to successfully complete the procedure. There was no adverse patient effects reported and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. The electronic lot history record and exception reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation determined that the reported complaints appear to be related to operational context. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.